Event description:
It was reported that during a lobectomy the "clip spitted" but did not fall into the pt. The case was completed with a same like device with no pt consequence. The user was inserviced.